Event description:
The customer's nurse reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer's nurse reported that the pump had a dead/blank screen. The customer tried changing the battery and the battery cap but the pump was still blank. Troubleshooting was not performed. The device was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.